Event description:
A home pt contacted baxter's technical service ctr regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during the initial drain cycle of her automated peritoneal dialysis therapy. Reportedly, the pt disconnected her transfer set from the pt line of the homechoice set without pausing therapy. The pt then reconnected to the setup and received the alarm. Baxter's technical service ctr assisted the home pt in ending the therapy early. Therapy was completed by setting up with new supplies. No patient injury or medical intervention was associated with this incident per the home patient's caregiver.

Manufacturer narrative:
Baxter quality assurance dept has reviewed proper procedures with the home patient's caregiver in addition to referring them to their nurse for local procedures.